Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed restenosis. An unknown size taxus liberte stent was implanted. In (B)(6) 2011, the patient returned for a target lesion revascularization due to restenosis. The 2.82x16.1mm, 53% stenosis of the proximal right coronary artery was treated with placement of a non-bsc stent with 6% residual stenosis. The patient was discharged two days later in improved condition.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the (B)(6) 2009 index procedure treated a 3.5x16mm, 75% in-stent restenosis lesion of the proximal right coronary artery (rca). Treatment consisted of predilation, placement of a 3.5x16mm taxus liberte stent, and post dilation resulting in 0% residual stenosis an timi 3 flow maintained throughout the procedure. The patient was discharged four days later without complications on aspirin and ticlopidine hydrochloride. In (B)(6) 2011 the patient returned with no ischemic symptoms. The vessel being treated was 3.0x15mm with visually 75% stenosis. Prior to placement of the non-bsc stent, predilation was performed. Following treatment, residual stenosis was visually 0%. Timi 3 flow was maintained throughout the procedure.

Manufacturer narrative:
(B)(4).